Event description:
It was reported by the user facility that during a medical emergency, suction of the airway was required in order to intubate the patient, however the walled suction unit was not set up ready to use and when set up, it did not work correctly.

Manufacturer narrative:
A notification was received from medline france regarding an adverse event associated with dyndclo1500. It was reported by the user facility that during a medical emergency, suction of the airway was required in order to intubate the patient, however the walled suction unit was not set up ready to use and when set up, it did not work correctly. Per the facility immediate action was taken to use the cardiac arrest trolley to minimize the delay in providing emergency suction. According to the facility during an internal investigation after the event, it was found that a 3 liter liner had been placed inside the 1.5 liter cannister which resulted in the suction unit not working correctly. The customer reported that the patient has died, but the death is not related to the reported event. Reportedly, user error was reported to have caused the reported device problem/issue. No additional information is available at this time. No sample for return and evaluation was indicated. Due to the reported incident and patient death, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.